Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with guidance from technical support, who advised removing the pump from its case and cleaning the pneumatic tap area. The issue was resolved when the customer successfully reloaded the same cartridge and resumed insulin use.